Event description:
Device malfunction: none. Symptoms/ae: hyperperfusion syndrome. Time of ae: two days after the procedure. It was reported that 2 days post a right internal carotid artery stenting procedure, the pt was rehospitalized with a severe headache, nausea and weakness, diagnosed as hyperperfusion syndrome. A CT scan showed a large intracranial hemorrhage. An external ventricular drain (evd) was surgically placed, plavix was held, platelets were given to reverse the effects of the plavix and oral medications were provided to keep the systolic blood pressure below 150. In 2010, the pt remained hospitalized, was arousable and had severe left-sided weakness. The intracranial bleed remains stable and persistent. Although requested, there was no additional information provided.

Manufacturer narrative:
There was no xact device malfunction reported. Headache, hyperperfusion syndrome and intracranial hemorrhage are known potential adverse events associated with the use of the device as listed in the xact instructions for use.